Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer observed a sharp battery drop from 80% and the pump shut off. The pump was connected to a power source and was able to be turned back on. After the pump came back on, the customer stated the battery gauge was at 5% and the touchscreen was stuck on the unlock screen, was not responding to presses and was unable to be cleared. Customer reported blood glucose level was 155 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.